Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-07499). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device presented with premature eri when an asymptomatic patient presented to the hospital. Lead resistance was normal and no therapies were recorded. Device remains implanted. Patient condition has been stable.